Event description:
It was reported that a device alarmed for air in line messages. There was no patient involvement.

Manufacturer narrative:
Manufacturer ref no: (B)(4). Baxter is currently evaluating this device. A supplemental will be submitted when the device evaluation is complete.